Event description:
The customer reported that the brakes are set but the table tilts. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The device involved in the event was investigated by a field service technician. Brake feet assembly were replaced. Problem of tilting resolved. Based on this, no further actions are required.